Event description:
The caller reported that their customer states that cuff is leaking on an 8lpc. The caller reported that the tracheostomy tube was pretested. The caller reported that it was put in place on thursday and worked friday, saturday and sunday. The caller reported the failure was noted when the ventilator alarm sounded and that the pt is always on the ventilator.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.